Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, high pacing impedance and high capture threshold was observed on the right ventricular lead. Failure to extend and retract causing the lead to twirl were also noted. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead was unable to be implanted due to lead issue, and damaged helix was also noted.